Manufacturer narrative:
The patient underwent the sensor insertion procedure on (B)(6) 2026, which took more than a week to heal. Steri-strips fell off seven days after insertion, and the sensor was not visible in the incision. No additional symptoms were reported. The hcp prescribed bepanthen cream to aid healing. The patient confirmed that the incision has fully healed and is currently using the system. Prolonged wound healing is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
Senseonics was made aware of an incident where the incision took more than one week to heal after insertion procedure. The patient consulted hcp and was prescribed bepanthen cream. No additional symptoms were reported. The patient is currently using the system.